Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("I had very heavy bleeding") and diverticulum intestinal ("the device had caused diverticula in my colon due to allergy") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced genital haemorrhage (seriousness criterion intervention required), diverticulum intestinal (seriousness criterion medically important), device allergy ("the device had caused diverticula in my colon due to allergy"), pain ("started to have terrible pain all over my body and muscles"), myalgia ("started to have terrible pain all over my body and muscles"), depression ("I am taking tablets for my depression with joint pain"), arthralgia ("I am taking tablets for my depression with joint pain") and hot flush ("I cannot live like this, with these hot flashes as a result of having my uterus removed"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to device allergy, pain, genital haemorrhage, myalgia, depression, arthralgia, hot flush or diverticulum intestinal. The reporter commented: patient reported I am one of those affected. I had the devices inserted in 2012/2014 and started to have terrible pain all over my body. I started having tests done and they observed that the device had caused diverticula in my colon due to allergy. I had very heavy bleeding, pain all over my body and muscles. I have always seen a private doctor and they finally considered removing the essures, leaving me without a uterus at the age of 44/45 years. And now I still feel lifeless and am taking tablets for my depression with joint pain. I am contacting you to see what steps I need to take for my corresponding compensation because this is not a life and I cannot live like this, with these hot flashes as a result of having my uterus removed. Discrepancy noted in essure insertion date: 2012/2014. The following amendment was made: upon receiving a internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from nullified duplicate case (B)(4) was transferred to this case (B)(4). Hence, this case should be nullified from bayer data base. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("I had very heavy bleeding") and diverticulum intestinal ("the device had caused diverticula in my colon due to allergy") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2012, the patient had essure inserted. On unknown date she experienced genital haemorrhage (seriousness criterion intervention required), diverticulum intestinal (seriousness criterion medically important), device allergy ("the device had caused diverticula in my colon due to allergy"), pain ("started to have terrible pain all over my body and muscles"), myalgia ("started to have terrible pain all over my body and muscles"), depression ("I am taking tablets for my depression with joint pain"), arthralgia ("I am taking tablets for my depression with joint pain") and hot flush ("I cannot live like this, with these hot flashes as a result of having my uterus removed"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to device allergy, pain, genital haemorrhage, myalgia, depression, arthralgia, hot flush or diverticulum intestinal. The reporter commented: patient reported I am one of those affected. I had the devices inserted in 2012/2014 and started to have terrible pain all over my body. I started having tests done and they observed that the device had caused diverticula in my colon due to allergy. I had very heavy bleeding, pain all over my body and muscles. I have always seen a private doctor and they finally considered removing the essures, leaving me without a uterus at the age of 44/45 years. And now I still feel lifeless and am taking tablets for my depression with joint pain. I am contacting you to see what steps I need to take for my corresponding compensation because this is not a life and I cannot live like this, with these hot flashes as a result of having my uterus removed. Discrepancy noted in essure insertion date : 2012/2014. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.